Manufacturer narrative:
The pump was monitored for several days with no blank display anomaly noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump shut off on its own without alarming. No further details were given. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.